Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received an unexpected power loss alarm as well as blank display. The customer¿s blood glucose level was 130 mg/dl. The customer did not change battery woke up and was dead. The customer was advised the insulin pump need to change battery but instead went to bed then started having issues with connection and sensor signal was declined to troubleshoot for issues. The insulin pump will not be returned for analysis.